Event description:
It was originally reported that the patient was allergic to 5 of the 12 components of the pump thru testing with an allergy kit his doctor provided. The patient experienced numerous maladies, mainly painful allergic skin eruptions and rashes all over his body, for the past four years. The health care professional confirmed that the patient developed psoriatic arthritis and dermatitis following pump implant. Three different intrathecal drugs were tried, but made no difference. When he failed to improve with change and removal of intrathecal medications, he underwent allergy testing. The patient experienced back/pain problems, pruritus and a rash. The results of the allergy test confirmed that the patient was allergic to: polyurethane, silicone rubber, silicon rubber medical adhesive. The patient felt that oral medications covered his pain. He had the total device system explanted. The patient recovered without sequela. Fentanyl citrate was originally administered via the pump, but prior to explant saline was used.

Manufacturer narrative:
(B)(4).